Manufacturer narrative:
Updated device evaluation completed on july 07, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that patient explanted the device on (B)(6) 2021. Reason for device explant and/or reoperation: chest injury, impaired healing, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american indian female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided deflation post procedure. The report indicates that the patient¿s surgeon punctured her lung, and botched the surgery, and her right breast never healed, and it was never corrected by the patient¿s surgeon. Patients family medicine doctor confirmed the right-side deflation as the right side visibly much smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on june 11, 2021 indicated that the patient also experienced significant bilateral asymmetry issues, and right sided capsular contracture grade iii. As a result patient underwent bilateral capsulodesis, and bilateral replacements with mentor silicone memorygel xtra breast implants. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 2, 2021 mentor became aware that the follow-up (3) missed reporting the date suspect device was received by the mentor. Manufacturer¿s reference number: (B)(4). Date received: march 29, 2021.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).